Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was in a motor vehicle accident today and the patient came into the medical center today because the neurostimulator (ins) kept firing. Troubleshooting unavailable due to lack of access to product. No further complications were reported/anticipated.